Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a replacement procedure. During the procedure, the right ventricle (rv) lead exhibited loss of capture. The rv lead was capped on (B)(6) 2021 and replaced. The patient was in stable condition.